Event description:
It has been reported to philips that exposure was not possible due to image disk full error. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) downloaded the ippc (image processing computer) operating system and recreated an image store via a remote console. The rse then remotely installed the host computer software to format the hard disk. After the recreation of the image store and formatting the image disk the system was returned to use in good working order.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-04746. This complaint will be closed as duplicate.